Event description:
A marathon catheter was used in an avm embolization procedure. It was reported the glue (embolic agent) leaked from a hole located 3 cm from the tip of the catheter. It was also noted on the initial report that the pin hole described above might have been punctured by a shaping mandrel during tip shaping. No complications were reported to have occurred with the pt as a result of this event.